Manufacturer narrative:
Correction: d.10.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from the bottom of the cycler during pd treatment. The patient noticed the leak in dwell 1 of 4. It is unknown at which point in therapy the leak may have begun or where it started. In a follow up, the verified that there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler air dry and has been using it since with no further issues. The cycler is not available to return as a sample product.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from the bottom of the cycler during pd treatment. The patient noticed the leak in dwell 1 of 4. It is unknown at which point in therapy the leak may have begun or where it started. In a follow up, the verified that there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler air dry and has been using it since with no further issues. The cycler is not available to return as a sample product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from the bottom of the cycler during pd treatment. The patient noticed the leak in dwell 1 of 4. It is unknown at which point in therapy the leak may have begun or where it started. In a follow up, the verified that there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler air dry and has been using it since with no further issues. The cycler is not available to return as a sample product.